Manufacturer narrative:
(B)(4). Additional information, including device details, patient medical history, post primary and pre revision x-rays, reason for revision and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be reviewed upon receipt of the appropriate device details. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. This case is being submitted as a result of a retrospective review.

Event description:
Cormet revision - length of time the devices were implanted is unknown.

Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmission test account. Additional information, including device details, were requested in order to progress with this investigation. However, these were not provided, therefore, there was limited information available for the investigation. The device manufacturing records could not be identified or reviewed as the device details were not provided. At this time it cannot be determined if these devices caused or contributed to the patient's experience. Based on this, corin considers this case closed, however, should further information become available, this case can be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside the USA.

Event description:
Cormet revision - length of time the devices were implanted is unknown.